Event description:
The patient was implanted with an scs system on (B)(6) 2008 for unilateral arm and hand pain. It was reported in (B)(6) 2009, the patient turned his stimulator off when he noticed the battery was getting low. About one month later he attempted to turn the system on but the charging system and patient programmer would not communicate with his ipg. The patient tried using another charging system with no success. The patient had not reported any MRI, medical tests, or other procedures and no falls or trauma to the system. The physician intends to replace the ipg once the patient is able to schedule the procedure. No further information is available.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.